Event description:
It was reported patient underwent knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated for an unknown reason. There has been no reported revision to date.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Date of event - unknown; product identification and expiration date - unknown; date implanted - unknown; date explanted - unknown; manufacture date ¿ unknown.